Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the pacing lead dislodged.  Multiple unsuccessful attempts were also made to locate the pacing lead. The pacing lead was attempted not used and replaced. No patient complications have been reported as a result of this event.